Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received button error alarm due to corroded keypad traces. The insulin pump passed displacement test, operating currents, self-test and off no power test. No weak battery alarm.no moisture damage found inside the pump.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad and alarmed button error. The customer's blood glucose reading was 350 mg/dl. The customer stated the insulin pump was exposed to water. He stated the keypad was stuck. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.